Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the lesion was in the femoral artery and was mildly tortuous. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after advancing the armada 35 percutaneous transluminal balloon catheter to the noncalcified lesion in the femoral vein, the balloon could barely be inflated. A little contrast was seen in the angiography and the balloon quickly deflated. Air came from an unknown location on the device. The device was removed from the anatomy. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty inflating the balloon and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.